Event description:
Hcp reports patient was diagnosed with infection in 2005. The patient does not have meningitis. The symptoms of infection were redness, swelling, drainage, pain, and incisional wound opening. Perioperative antibiotics were administered. The primary source of infection was the lumbar region. Infection was treated with both IV and oral antibiotics as was total device system explant. Hcp states, the infection is ongoing.